Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was electively explanted due to an upgrade procedure; however, the device was at middle of life 1 (mol1) after approximately 13 months of implant. A guidant crt-d was subsequently implanted. The device was returned to guidant for analysis.